Manufacturer narrative:
D.10. Concomitant medical products and therapy dates: this information remains unavailable w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of a 55mm abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses in the aaa1303 excc pivotal study. The patient tolerated the procedure. On (B)(6) 2019, computed tomography (CT) imaging revealed a type ii endoleak with the source documented as the inferior mesenteric artery. The maximum diameter of the aneurysm/lesion was 53mm. No treatment was performed and the patient was monitored. On november 3, 2020, CT imaging revealed that the maximum diameter of the aortic aneurysm/lesion was 56mm. On (B)(6) 2021, reintervention was performed whereby coil embolization was used to treat the type ii endoleak. The endoleak was deemed resolved.

Manufacturer narrative:
H.6. Investigation findings for analysis of production records: code c21 updated to code c19 h.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation conclusions: code d16 updated to code d12 according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak.